Event description:
It was reported that the insulin pump alarmed for a motor error. The blood glucose reading was not given. Nothing further was reported.

Manufacturer narrative:
(B)(4). Motor error alarm during rewind due to corroded motor home switch. Unable to perform basic occlusion, prime/a33, the excessive no delivery and displacement test due to constant motor error alarm. The insulin pump was received with a scratched display window.